Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and eleven months later, computed tomography of abdomen without contrast was performed, and result showed that an inferior vena cava filter was in situ. It had 10 struts. Its tip or proximal aspect was in the axial level of the inferior l3 endplate. It appeared slightly above the level of the floor of the left renal vein. One of the struts, that coursed right dorsal lateral was bent or likely fractured. This also did not connect to the stem or displaced inferiorly about 18-19 mm. Three of the struts, about 4 mm ventral, 3 mm right ventrolateral and 12 mm right lateral extended beyond the walls of the inferior vena cava. The left lateral strut also extended about 2 mm from the wall of the inferior vena cava towards the aorta. Patient experienced an abdominal pain. After two months, inferior vena cava filter retrieval was performed. Using real-time ultrasound guidance, a 21-gauge micro-access needle set was advanced into the right internal jugular vein. Utilizing seldinger technique, a 5 french pigtail catheter was advanced to the common iliac vein confluence with subsequent digital subtraction cavogram. The sheath recovery system was exchanged over wire consisted of the coaxial 16-french and 12-french system. The loop snare was performed with the aid of a rim catheter. The apex could not engage into the sheath lumen. A second loop snare was performed without success. The second loop snare was disengaged. An 8 mm balloon was expanded along the left posterior lateral wall to engage the apex into the sheath. The coaxial sheath system was subsequently advanced over the filter. The filter was subsequently removed. The sheath was removed. Patent right internal jugular vein and inferior vena cava was noted. There was a known fractured strut endothelialized into the inferior vena caval wall. The remainder of the filter was removed in entirety without additional subsequent fracture or dislodgement. Gross description demonstrated that the specimen was received in a fresh container labelled with the patient¿s name was a 5 × 3.5 × 3.5 cm tan metallic teepee-like eight prong hardware. No soft tissue was identified grossly. Therefore, the investigation is confirmed for alleged filter limb detachment and retrieval difficulties. However, the investigation is inconclusive for alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 03/2009 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately eleven years and eleven months post filter deployment, a computed tomography (CT) revealed the filter struts detached, perforated and the patient experienced abdominal pain. The device has been successfully removed after multiple unsuccessful attempts. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately eleven years and eleven months post filter deployment, a computed tomography (CT) revealed the filter struts detached and perforated. The device has been successfully removed after multiple unsuccessful attempts. The current status of the patient is unknown.